Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00494 and # 9616099-2014-00495.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This complaint involves a patient undergoing endovascular repair of the right superficial femoral artery. As per clinical report, seventy seven days after placement of two smart control stents the patient presented with thrombosis of both stents. This required re-intervention with thrombolysis and new stent placement. Observation: one cd-rom containing multiple cine files is submitted for review. These are of the initial stent placement performed on (B)(6) 2014. No images from the second procedure performed on (B)(6) 2014 are available for review. There is little clinical information provided. A CT scan was obtained when the patient presented in june 2014 but neither the report nor images are available. Images from the april procedure show antegrade access in the right common femoral artery. An angiogram of the right leg demonstrates multifocal heavily calcified stenosis in the distal sfa and popliteal arteries (coral reef type). There is a single vessel tibial run-off consisting of the anterior tibial artery. The peroneal and posterior tibial arteries occlude proximally. No images of the foot are provided. Subsequent images show wire traversal of the multifocal disease and angioplasty of the distal sfa and popliteal artery. Following this two smart control stents are placed in tandem. One measured 7 x 150mm and the other measures 7 x 40 mm. The stents are post dilated. Fine detail evaluation of the stents is limited due to the quality of the images. The stents appear well expanded and no obvious fracture is seen. The distal margin of the stent, however, comes in close proximity to the knee joint. Final image of the lower leg shows preservation of the single vessel run-off but there is clearly slower flow within the vessel when compared to the pre-stent angiogram. Distal embolization cannot be excluded. This complaint involves a patient undergoing endovascular treatment of multifocal stenosis of the right sfa and popliteal arteries. The 77 days following stent placement the patient returned with stent thrombosis. There is limited clinical information and images provided. Initial images of the right leg demonstrate severe peripheral vascular disease with multifocal heavily calcified stenosis. The operator procedural technique appears to be appropriate. Final images of the stent show a good result with restoration of a normal flow lumen. Images of the lower leg show preservation of the anterior tibial artery but with slower flow than on pre-intervention angiographic runs. This is suspicious for distal embolization. Clinical information regarding whether the patient was placed on antiplatelet therapy is not available. Did the patient experience trauma? Sit or have knees bent for long periods of time? Have a prothrombotic condition? 1-lgfgsj: review of lot 16015990 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vascular stents placed in heavily diseased arteries, and especially near joints, are well known to have higher rates of thrombosis. This factor combined with the possibility of distal embolization reducing outflow could certainly be the etiology of the early thrombosis in this case. This patient should have been placed on one or two drug antiplatelet therapy. Recent literature even suggests triple drug therapy in selected patients. Stent thrombosis is a well documented potential complication of stent therapy. I have no evidence in this case to support a stent manufacturing defect or stent malfunction. In my opinion, anatomical and clinical factors and possibly post procedure management are the likely etiology of the short term stent failure in this patient. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00494 and # 9616099-2014-00495.

Event description:
The report received from the affiliate indicated that seventy-seven days after implantation of two smart control stents in the femoral artery target lesion: a 7 x 40 and a 7 x 150, the patient experienced thrombosis of both stents. CT imaging indicated the stents were laminated and fractured with stitches sticking out. The thrombosis/fractured stents were treated by fibrinolysis and stenting/intrastent. The operator did not encounter problems during the deployment during the original procedure. Films were received. Additional information has been requested.